Event description:
It was reported that the user experienced hyperglycemia while using the ilet and performed a supply change with assistance; insulin delivery was resumed, and the user moved the infusion set to a new body area, with no observed issues at the prior site or cannula. Symptoms included elevated blood glucose up to 327 mg/dl without loss of consciousness or other acute symptoms. Outcomes included no medical intervention, no use of backup therapy, and no ketone testing. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause, with user reports of unannounced carbohydrate intake and uncertainty about prior device connection status. It was concluded that the event was user-reported hyperglycemia with cause unclear and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.